Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on trocar entry, the two trocar¿s tip were caught on the seal of the cannula when removing, causing the cannula to be pulled out of the patient. The seal was damaged. Another trocar was opened to complete the case. There was no patient injury.